Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a propex ii UK apex locator gave incorrect measurements. Outcome and injury is unknown as of this MDR; requested for additional information.

Manufacturer narrative:
After inspection of device, display tft v823 and pcb v215 replaced. Multiple unsuccessful attempts were made to obtain the patient outcome.